Manufacturer narrative:
A lot history review (lhr) of redt4284 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redt4284) have been reported from the same facility in (B)(6).

Event description:
It was reported that the PICC catheter presented wet dressing. He removed the dressing, salinized and observed leakage in large quantities. The catheter was removed.